Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not expand completely. The surgeon used another balloon to complete the procedure with no further issues. There was no reported patient injury or adverse event.